Event description:
The customer reported the distal end of the tubing broke off into the port. The customer uses a curos port protector on the caresite luer access device and does not allow the surface of the access device to dry before insertion of the male luer of the IV tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.